Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that aneurysm enlargement had been observed in follow up examinations; however no endoleak could be identified. The aneurysm continued to expand to the point that the physician decided to perform a laparotomy. A type ii endoleak was suspected but there was no sign of significant retrograde flow in the inferior mesenteric artery or the lumbar artery. The physician then discovered a perforation on the proximal side of the bifurcated stent graft in the tapered area from the aortic section to the bifurcation and a jet flow was observed. The perforation was sealed by another manufactures tissue sealing sheet and the incision was closed by suturing. No additional clinical sequelae were reported and the patient is fine.